Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 530 mg/dl. The customer treated with manual injection. The customer stated that her pump was not delivering earlier today. The customer declined to troubleshoot for no delivery and will change out the entire set. The customer was advised to monitor the pump.